Manufacturer narrative:
(B)(4). Date sent: 03/17/2022 d4: batch # 209a17 h6: component code = mechanical (g04) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage, with 14 staples in the pockets and with the breakaway washer uncut and without marks. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: 1. Could you please provide more details for "there were some staples deployed"? Unk 2. Were there any staples missing from the staple line? Unk 3. What was the shape of the staples (b-formation, irregular, legs straight)? Unk 4. Could you please clarify if there were any patient consequences? No 5. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the proctrectomy surgery, after fired, noted that the tissue was not cut, but there were some staples deployed on the tissue, then changed another device to complete the procedure.